Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages, "check therapy pad" messages) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon evaluation, the heat shrink tubing was parting from the front and back pulse wires. This resulted in a short in the wires and in the distribution node . The cause for the test failures was the shorted pulse wires in the distribution node. The cause for the shorted pulse wires was the parting heat shrink. The root cause for the parting heat shrink cannot be positively determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "adjust belt" and "check therapy pad" messages.